Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to subdural hematoma. The patient had been sitting in a chair that collapsed and fell back, possibly striking their head. The patient was brought to the emergency department where neurologic decline continued. A CT of the head revealed intracranial hemorrhage along the falx, subarachnoid with a small amount of intraventricular blood. The patient had 3 units of fresh frozen plasma (ffp) transfused and was intubated and transferred to a local hospital. After arrival, further imaging revealed further extension of the intraventricular hemorrhage with associated hydrocephalus and no clear aneurysm. The site reported that the device operated as intended and the death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the heartmate 3 lvas, serial number (B)(6), and the reported hemorrhagic stroke and hypertension could not be conclusively established through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18may2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbookare currently available. Section 1, ¿introduction,¿ lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas IFU lists hypertension as an adverse event that may have been associated with the use of heartmate 3 left ventricular assist system. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while hospitalized in the post-anesthesia care unit following striking their head, the patient experienced a hypertensive episode on 23aug2021 that required nicardipine and continued until their death.